Event description:
Reporter has had 9 reported near miss medication errors involving medications dispensed by mckesson's autoscript iii robot in which 2 different medications are dispensed into 1 pt's presciption bottle. The problem seems to happen when larger size tablets seem to get stuck in the chute and then get dispensed into the next prescription bottle. Reporter has reported these problems to mckesson. All of these errors occurred over the last year. Mckesson has tried to implement the following strategies to solve the problem, but they keep occurring. Reset pre-count limits for medications in the autoscript iii robot, increase the chute lubrication frequency, replace chute, make the chute lift up to clear any remaining tabs/caps before counting the next fill.